Event description:
Patient wrote on (B)(6) 2013, asking for a (B)(4).

Manufacturer narrative:
This is a duplicate report of 1818910-2013-20005k. This report, 1818910-2013-27461r, will be rejected. 181810-2013-20005 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation.